Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d190729-1). Retained and return strips (lot#: d190729-1) were re-test by using retained (serial#: (B)(4) meter with control solutions (level low: batch# 8ah1a95, exp. By dec., 2020; level high: batch# 8ah3a15, exp. By dec., 2020) because the suspected meter was not returned, and results as below met the acceptance criteria (level low: 35~85; level high: 220~330). Retained meter w/ return strips: 66/66 (level low) and 263/277 (level high). Retained meter w/ retained strips: 61/65 (level low) and 269/276 (level high) . As above, no non-conformance and malfunction of the suspected strips were found. The root cause of the complaint is unable to be verified without the suspected meter or more users' information. Therefore, the complaint had to be closed out if no further action or information from the user.

Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 4:00am at home. End-user stated that his meter is giving him high results when testing with his prodigy meter. He stated that medical attention was sought due to the end-user being incoherent and he had a high fever. End-user stated that he tested his blood glucose with his prodigy meter and got a result of 114mg/dl. He stated that 2 more tests were performed with the prodigy meter, but he does not recall what the result were. He stated that a normal result for him around that time of day is usually around 205- 350mg/dl. He stated that paramedics were called around 3-5 minutes after testing. There was no food or medications consumed while waiting for the paramedics. The end-user stated that the paramedics arrived within 5 mins and tested his blood glucose with their meter, but he does not recall what the result was. The end-user was transported to (B)(6) located at (B)(6). He stated that he was given insulin (he doesn't remember how many units) and was not admitted but he was at the hospital around 4-5 hours he stated that when he was discharged his blood glucose was checked but he did not recall what the result was. No additional information was provided.